Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted in the right femoral artery (rfa) for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had distal leg thrombosis that resulted in ischemia and the pump was removed.